Event description:
On (B)(6) 2025, the patient's mother reported that the patient's eyes were crossing. On (B)(6) 2025, a CT scan was performed. When the stimulation was turned off for the procedure, the eye turning stopped. The patient's epileptologist confirmed the patient's left thalamus (cm) depth lead had migrated. The migration may have resulted in stimulation and detection not being delivered at the intended location. On (B)(6) 2025 the patient underwent a lead repositioning. During the procedure, it was confirmed that the lead was loose at the dog bone. The lead was pulled back. There has been mention that the patient may have experienced a fall.

Manufacturer narrative:
(B)(4). The lead and the rns neurostimulator remains implanted and programmed for use.